Manufacturer narrative:
The device was returned with corrosion which was visible through the housing, on the interior components. The device was found to be occluded where the cannula plug meets the hard cannula. Inspection of the fluid path showed that the hard cannula had cored the cannula plug, leaving debris on the interior of the fluid path. This occlusion caused leaking at the cannula plug. Data extracted from the device confirmed an alarm was generated due to the leaking. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 24.5 mmol/l (441 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. It was also reported that the device alarmed during use. To treat the patient's elevated bg levels, a correction was delivered via insulin pen and a new pod was applied.